Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and was explanted after 48.4 months of service. A different model guidant crt-d was implanted without reported difficulty. The explanted device will be returned to be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.